Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The power module was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker's product assessment center further evaluated the replaced power module and observed that the ac to dc inverter is not functioning, the power module is not charging the dc battery and it cannot power on with ac alone. It does function normally with a known good dc battery attached. Root cause is shorted capacitor on the ac to dc inverter.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.